Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3 - correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 19 july 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle could not be specified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "cf-q150l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned a colonovideoscope to the service center. During inspection of the returned device, it was observed that there were foreign objects clogging the nozzle. The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.